Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the bands were disordered and could not be deployed normally. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h2 (additional information): block a1 (patient identifier), block b5 (describe event or problem) have been updated based on the additional information received on september 1, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, included the ligator housing, which upon visual inspection showed two overlapped bands. Additionally, the trip wire was found to be bent and kinked. The handle was rotated 180 degrees until an audible click was heard, and no issues were identified with its functionality. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. This issue likely occurred due to the manner in which the device was handled and manipulated. Improper or excessive handling may have contributed to the reported and observed malfunctions. Insufficient care during use could have induced the defects identified. This mode of malfunction may be related to the technique used by the physician or the manner in which the device was handled during band deployment. It is possible that the positioning of the device or anatomical tortuosity during the procedure affected the handle's functionality. Additionally, depending on how the varix or polyp was grasped by the ligator unit, the suture may have been displaced due to procedural movement, preventing proper band deployment and causing them to overlap. There is also a possibility that an attempt was made to release the band from the suture, and damage to the teeth may have interfered with successful deployment. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the bands were disordered and could not be deployed normally. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on september 1, 2025: it was noted that no difficulty was experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the bands were disordered and could not be deployed normally. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on september 1, 2025: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h2 (additional information): block a1 (patient identifier), block b5 (describe event or problem) have been updated based on the additional information received on september 1, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.